Event description:
It was reported that the atrial lead had high impedance and that the patient had chronic atrial fibrillation (af). Therefore, the atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.